Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, nonunion, or excessive weight." "Improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on (B)(6) 2015. It was noticed at the 6-week follow-up appointment that the x-ray showed a "ring" around the cup face. The surgeon is worried that the rim of the cup fractured. No revision procedure has been reported.